Manufacturer narrative:
Pump received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip and scratched case. Pump had no vibration anomaly noted.

Event description:
The customer reported via phone call that the insulin pump's display was badly scratched and difficult to read. The customer also reported that the device was vibrating without any alarm, but was advised that the insulin pump was behaving normally. Blood glucose level at the time of the incident was 143 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.